Event description:
Physician was performing a total knee arthroplasty and staff identified a piece of metal in the knee area. It was determined to be part of the saw blade that had broken off during the case. It was later identified that the blade had in fact broken in 2 areas- resulting in 3 total pieces. All were found and no foreign bodies were left in the knee.